Event description:
It was reported that the device reached early eri after 19 months post-implant.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed in the laboratory. The battery voltage was found lower than expected based on the device programmed parameters. Various bench tests and automated electrical test system were performed; the device performed normally. Normal current draw was measured from the device. The battery was returned to the vendor for further evaluation. No anomalies were found. The cause for the battery depletion could not be determined.

Event description:
The user experienced intermittent sampling errors and provided one example of an alcohol result that repeated poorly. The initial result was 0 mg per dl, but repeated at 30 mg per dl. The user then repeated the sample on the cobas 6000 and recovered a result of 29 mg per dl. The result of 30 mg per dl was reported. The user refused follow up stating this is an intermittent issue and is not easily reproducible. The field service representative stated the user changed the sample probe which resolved the issue.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.